Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to replace the patient's existing device, the right ventricular (rv) lead could not be inserted into the lead barrel of this implantable cardioverter defibrillator (ICD). After several attempts, the lead exhibited high out-of-range pace impedance measurements via pacing system analyzer (psa) and the physician elected to implant a competitor lead which inserted into this device without issue. No adverse patient effects were reported. This system remains in service.